Manufacturer narrative:
Initial report ref to natus complaint#(B)(4). Per (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 5.14 - breakage of male luer lock connector at the bottom of drainage tube that connects the drainage bag. Effect (harm): delay in patient treatment. Residual risk: low. The hazards identified have been reduced as far as possible, and the luer locks are designed in compliance with iso luer reference fittings and the hazard can be occurred using the device which is not compatible with iso luer reference fittings. Further investigation to be carried out.

Event description:
Nt821731c - the luer lock that connects the drainage bag broke. Per rn no excessive force or unusual handling of device. New device was prepped and exchanged.

Manufacturer narrative:
Follow up report ref to natus complaint# (B)(4). Sterile date of product: 24 may 2025. Device history record review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Risk management review: a review of (B)(4) medical device hazard analysis (rev 11), identifies the hazard situation as "5.14 - breakage and/or non-functional spin luer lock connector at the bottom of drainage tube that connects the drainage bag." The risk level is considered low. Based on complaint of "broken luer lock holding drainage bag." This determination is based on the information received from the customer. Root cause/failure investigation: the customer returned one eds device for evaluation. The spin luer lock that connects to the collection bag broke off. The broken component was not returned with the eds system, so it is not possible to determine what caused the breakage. The evaluation conclusion: the breakage of the component indicates that the user could have applied excessive force during the connection/disconnection of the collection bag. There could be a potential chance that the user did not fully secure the collection bag to the spin luer lock of the eds 3 system or may have cross-threaded the two components, resulting in misalignment and increased stress on the locking mechanism. Another indication is that the component may have been exposed to an excess amount of aggressive cleaning agents when wiped which caused the component to become more brittle. Failure mode: confirmed / spin luer lock breakage during use.

Event description:
Nt821731c - the luer lock that connects the drainage bag broke. Per rn no excessive force or unusual handling of device. New device was prepped and exchanged.